Event description:
It was reported that the a red call doctor alert was seen on the communicator. Further investigation revealed tachy therapy was turned off due to the patient being in hospice. The right atrial (ra) lead also exhibited high, out-of-range pace impedance measurements of 2037 ohms. The cardiac resynchronization therapy defibrillator (crt-d) system remains in service. No adverse patient effects were reported.